Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Customer¿s blood glucose was 136 mg/dl.